Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for diabetic ketoacidosis due to elevated blood glucose levels (900+ mg/dl). Reportedly, elevated blood glucose levels may be due to scar tissue and customer not using the infusion set requested by healthcare professional. Customer had two occlusion alarms prior to hospitalization. Due to occlusion alarms customer did not receive complete bolus deliveries and cleared alarm without delivering remaining bolus amount. Customer was treated with levemir and novolog and released on (B)(6) 2014.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.